Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of olympus france (ofr). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the evaluation result, scratches at biopsy channel was confirmed. This may have contributed occurrence of the suggested event. However, we cannot judge the relation. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Stenotrophomonas maltophilia (2 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.